Manufacturer narrative:
D14 - the remote arm controller board (rac) unit was returned for failure analysis, but the reported failure could not be replicated or confirmed. This case was opened to address customer concern with errors 23, 30 and 40067. This rac was returned with mater tool manipulator 2 (mtm2). Upon reviewing error logs, it was noticed that intuitive surgical, inc. (Isi) field services engineer (fse) has replaced rac2 on this system twice in the past for error 40067. The rac was installed with a pca test system which launched in maintenance mode to program unit software. The rac was recognized correctly through mechanical identifier data. System then ran a sine cycle for 5 minutes with no errors. System then power cycled 10x without error. System then launched in normal mode at which time mtml and mtmr were used to position and move a known-operational endoscope that was installed on usm 2. Finally, the system sat idle in normal mode for 20 minutes without error. The mtm2 was returned for failure analysis, and the reported failure (errors 23 and 30) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. Sine cycle was performed without any issues. Tests performed via dte passed. The following parts will be replaced as a precaution: esmb pca, main wire harness. There was not trouble found with the mtm2.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mater tool manipulator 2 (mtm2) and the remote arm controller board (rac) due to intermittent errors and faults. The mtm2 was returned for evaluation; however, the failure analysis (fa) investigation has not been completed. A follow-up MDR will be submitted after the completion of the fa investigation and/or if additional information is obtained. No images or procedure videos were shared for the event. A review of the system logs was performed during troubleshooting with the tse. A review of the site's complaint history revealed no other reportable events related to this issue. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to require the use of a different/back-up system cart for the da vinci system. In the future, it could lead to a procedure being converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the conversion to an open procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, while preparing to dock the system, the customer had repeated non-recoverable 40068 errors. The customer had already power cycled the system a couple of times and the error persisted with all arm leds turning red. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended power cycling and resetting the breakers on the console, vision tower and to emergency power off (epo) the patient cart. The error persisted after the reset. The tse noted that the system logs confirmed 40068 errors reported by the master logic controller right surgeon side console remote arm controller2 (mlcr ssc rac2). The tse stated that the logs also showed other hardware faults reported by the mlcr in ssc rac2 (mtmr rac). The tse recommended that the customer could swap to a console from one of their other da vinci systems to continue the procedure. The customer swapped to another console and continued the procedure. The procedure was completed with no reported injury using the second console. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.